Event description:
During follow-up for another complaint , the patient indicated he had peritonitis. The following additional information was obtained on (B)(6) 2010 from one of the patient's peritoneal dialysis (pd) nurses: the patient began with automated pd on (B)(6) 2009 with local (pd4) ambuflex. The patient was diagnosed with bacterial peritonitis on (B)(6) 2010 after his pd effluent was analyzed on (B)(6) 2010. The patient was not hospitalized and there was no exit site or tunnel infection associated with the peritonitis. The nurse stated that the patient indicated to her that a few days before this diagnosis, his supply bag fell and became disconnected. The patient was given antibiotics and has since recovered and has been able to continue with pd therapy without any further problems.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the patient's nurse indicated that no samples are available for evaluation. No further information is available. A batch review was performed for potentially associated lots (h10g07016 and h10h13061), with no issues noted during the manufacturing process. The root cause was determined to be supply bag fell and disconnected. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information and/or the sample become available, a follow-up medwatch report will be submitted.